Manufacturer narrative:
The device was not returned for evaluation. An event regarding trunnionosis (altr) involving an unknown metal femoral head was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology reports, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available the investigation will be reopened.

Event description:
The customer reported that the patient appeared to have a reaction following initial surgery, metal debris was present. The surgeon suspects trunnionosis as mode of failure of original implants. The original implants were revised on (B)(6) 2015. Original implants were an accolade with a metal head and trident with poly liner. The revision surgery left the accolade and trident in place as well fixed and exchanged the liner for mdm with a delta ceramic head using a v40 universal sleeve.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The customer reported that the patient appeared to have a reaction following initial surgery, metal debris was present. The surgeon suspects trunnionosis as mode of failure of original implants. The original implants were revised on (B)(6) 2015. Original implants were an accolade with a metal head and trident with poly liner. The revision surgery left the accolade and trident in place as well fixed and exchanged the liner for mdm with a delta ceramic head using a v40 universal sleeve.